Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that the consumer inserted the swab into the test card (unknown if reagent had been added) and then inserted the swab into their nose. This is being reported out of an abundance of caution as the customer was not able to provide any additional information to confirm if the reagent had been added prior to inserting the swab into the test card and could have been exposed to the reagent. No further information will be provided by the customer.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.